Event description:
It was reported that a ventricular lead warning was triggered for low imedance. It was also reported that the patient experienced some diaphragmatic stimulation. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.